Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 77 mg/dl at the time of the incident. The customer had a low and their pump did not alarm due to sensor issues. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed for the low. The customer reported scratches to the pump screen. The insulin pump will not be returned for analysis.